Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was cracked and had no delivery alarm occurs during priming and also piston was not reached to the reservoir. Customer's blood glucose level was unknown at the time of the incident. The customer also state that he has to rewind insulin pump again and again prime. The customer will not be return the device for analysis.